Event description:
It was reported that pump displayed malfunction alarm with code malf 0, and there were no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset pump without recurrence of malfunction, was advised that pump could continue to be used, and was instructed to call back if malfunction alarm appeared again.